Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported thrombosis could not be determined. The reported patient effects of thrombus is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatments were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report thrombus during use of the mitraclip delivery system (cds) which was treated with medication and is considered medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced and when steering down to the valve and positioning the clip over the jet a cluster/formation was noted on the underside of the clip. Transesophageal echocardiography (tee) confirmed that it was a clot on the tip of the clip. The patient had been given heparin, but it was decided that removing the device was safest option. The clip was slowly navigated into the steerable guide catheter (sgc) to not disturb the clot. Once the clip was inside the sgc, the clot was aspirated while removing the clip. Once outside of the patient anatomy, the clot was noted on the gripper of the clip. The sgc was replaced as well as the clot could have been introduced by the sgc or left behind in the sgc. One clip was implanted, reducing mr to 1. No additional information was provided.